Manufacturer narrative:
Device evaluation on 5/23/2017: device has broken at luer, kink in tubing 3/4" from luer, broken end shows signs of stretching; damage evident to distal band and to catheter. Distal section broke 5/16" distal of the 3rd band - distal piece not returned.

Manufacturer narrative:
Patient dob unknown. Relevant tests/laboratory data unknown. Other relevant history unknown. Concomitant devices unknown reference (B)(4).

Event description:
Interventional procedure to a patient¿s right common iliac artery where a quick-cross catheter was being used. Upon attempted removal of the catheter, a great deal of resistance was experienced. Upon removal of the quick-cross catheter, the hub pulled off completely, and after removal of the rest of the catheter, it was noted that a portion was missing. Fluoroscopy did not reveal location of missing portion, so right common femoral access was obtained in preparation to snare portion. However, when wire was removed, it was noted that the remainder of the catheter was stuck on the wire. No other intervention was required. Patient survived procedure.

Manufacturer narrative:
Changed type of reportable event from malfunction to serious injury. Although the device broke during the procedure, the right common femoral access was obtained in preparation to snare portion of device from patient. Although a snare was not required to retrieve the portion, the intervention (access) had begun to preclude permanent impairment of a body function or permanent damage to a body structure.